Manufacturer narrative:
Qn#(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "low helium tank pressures" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that the pump had low helium tank pressures and they are not reading correctly with new tank.

Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that the pump had low helium tank pressures and they are not reading correctly with new tank.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "low helium tank pressures" is confirmed based on the attached field service report. Service was performed on the pump and a helium leak was noted; as a result the helium tank adapter was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that the pump had low helium tank pressures and they are not reading correctly with new tank.